Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number (B)(4) is: inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2020-21407).

Event description:
The image is very poor, it displays three black vertical lines running down the image.

Event description:
The image is very poor, it displays three black vertical lines running down the image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: observation found during evaluation of original file 6061131: the image is very poor, it displays three black vertical lines running down the image. The root cause of the failure was identified as a probe failure. H3 other text: evaluation findings are in section h11.